Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a ipg revision on (B)(6) 2017. The ipg was placed in surgery mode prior to the surgery. Intra-op, impedances were tested and the ipg was placed back into surgery mode. Cautery was utilized during surgery. Post-op, the clinical specialist was able to communicate with the ipg using the clinician programmer and programmed the patient. The patient has not been able to connect his patient controller with the ipg since the date of surgery. The clinician programmer log dated (B)(6) 2017 confirms 3660 proclaim ipg was in service app mode. Ipg was not recovered from service app mode, and the clinician programmer displayed the message: ¿a problem was found with the generator that could not be repaired.¿ replacement of the patient controller and additional troubleshooting attempts have been unsuccessful. Patient may be awaiting further surgical intervention.

Event description:
Follow up information identified the patient underwent ipg replacement. Postoperatively, effective therapy was restored.